Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
During a follow up, the high voltage lead impedance on the right ventricular lead was noted to be high, and the r-wave amplitude was noted to be low. The patient was stable and will continue to be monitored.